Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was within the target range (120 mg/dl). A system check was performed. The pump and infusion set tubing were found to be functioning as expected. The cannula was removed and no damage was noted. The customer indicated that insulin injections would be used to manage diabetes until additional pump supplies were obtained.